Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: water tightness was lost due to a dent on the on the scope cover, the control unit was shaved, the switch box had a scratch, the air / water cylinder had no color, the suction cylinder had no color, the right / left / up / down knob had discoloration, the switch flexible printed circuit board had corrosion due to water leakage, the plug unit had corrosion due to water leakage, the circuit board in the scope connector had corrosion due to water leakage, the scope connector cover unit had corrosion due to water leakage, the scope connector case unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, water tightness was lost due to a chip on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover, the light guide lens had a crack, the connecting tube had buckling, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had leakage on the handle. The device was returned for evaluation. During the device evaluation, the light guide lens with foreign material resembling corrosion was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the foreign material remained on the lg-lens since the reprocessing was not completed due to occurrence of leakage at the control section. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.